Event description:
During an esophageal banding procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. Two bands were applied successfully, but the third band would not fire correctly. The endoscope distorted and the suctioned varices could not be treated due to band failure. Another mbl-u-6 was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.